Manufacturer narrative:
(B)(4).as the patient discarded supplies after each therapy, the sample was not requested. It is unknown what product code the patient was using and therefore, the 510(k) entry field is left blank.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was undetermined. A labeling review found the instructions for use adequate for any possible use error.

Event description:
This is a report of a homechoice patient (hp) whose health professional contacted baxter (B)(4) technical service center and stated that the patient was admitted to the hospital on (B)(6) 2010, due to bacterial peritonitis that was diagnosed on (B)(6) 2010. The physician considered that the event was not related to dianeal-n pd-4 1.5 therapy. The clean flash device gave a system error 148-92-30 that was triggered while connecting the tubing to the solution bag. The error occurred after the main irradiation step, and could not be reset by turning the uv flash off and on again. The connection was made manually. Bacteriological examination was performed but the result was unknown. The patient was treated with unspecified antibiotics orally and intraperitoneal. On (B)(6) 2010, the patient was recovering from the event.